Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the right femoral artery in a 75-year-old patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's comorbidities were not reported. The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage a. The patient was receiving systemic anticoagulation during impella support. While in the intensive care unit (ICU), oozing was observed at the impella access site. Best practice recommendations were reported to have been followed during implantation, including removal of the initial 14 french peel-away introducer sheath and securement of the 13 french repositioning sheath. It was additionally reported that the patient was excessively moving the upper body during support. Due to the continued oozing, the patient was taken to the cardiac catheterization laboratory for further evaluation. Contralateral vascular access was obtained, and angiography demonstrated no evidence of active hemorrhage from the access site. No blood products were administered. As the patient was hemodynamically stable, the decision was made to explant the impella cp. At the time of the event, the impella cp was functioning as intended at performance level p-5 with flows of approximately 2.4 l/min. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate and was functioning as intended. The reported access-site oozing is most consistent with a procedure/access-related complication associated with large-bore arterial access and systemic anticoagulation. Excessive patient movement may have contributed to the persistence of the oozing. Based on the available information, the impella cp functioned as intended throughout the event. The patient was successfully weaned and explanted from device support.